Event description:
It was reported, that the patient in the clinic. Upon interrogation, the atrial lead exhibited low pacing impedance and loss of capture. The atrial lead was capped and replaced on (B)(6) 2023. The patient was stable.